Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The low voltage power supply was replaced on the system and the issue was resolved. The part has been returned to the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) was making a beeping sound. The error logs showed a "recoverable error: 134" message. Occurred apart from any patient involvement. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The tester performed output testing over the course an hour. The 5v supply fluctuated during the test period at rapid intervals. The observed swing was +/- 0.087vdc. The power supply was not stable. The reported event was confirmed.